Event description:
The system 4 rotary handpiece was sent for service and during performance testing at the manufacturer it was found that the leafkey housing is chipping. There was no patient involvement and no adverse consequences associated with the device.